Event description:
It was reported that the handpiece began overheating prior to the start of a surgical procedure. There was no reported pt or user injury, and the case was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause was problems with the blade mount, which was replaced along with the front housing, bearing, and other components. Service repair and returned the device to the customer.